Manufacturer narrative:
The reported events of high pacing impedance and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures but found shorts between coils due to the over-torqued inner coil in the connector region. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited high pacing impedance and varied p-wave values. The lead was not used and replaced during the procedure. The patient was stable throughout.